Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 4.8 cm diameter abdominal aortic aneurysm. The aorta was too narrow to implant a bifurcated stent graft. The proximal aortic neck was 14 mm in diameter and 20 mm in length. The left iliac artery was 8 mm in diameter. The right femoral artery was 5 mm in diameter. The left femoral artery was 4 mm in diameter. It was reported that on the final angiogram a type ia endoleak was observed. The physician performed additional touch-up with a balloon; however, the endoleak did not resolved. The physician attempted but was unable to advance a palmaz stent to the target area. The palmaz device was removed and the case was completed. The patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; proximal aortic neck only 14 mm in diameter). Incorrect technique/procedure (implanting iliac limb without a bifurcated stent graft). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; proximal aortic neck only 14 mm in diameter). Operational context contributed to event (implanting iliac limb without a bifurcated stent graft).